Event description:
A pt received epicel in 2000. Eleven of the 41 grafts shipped were coming apart from the gauze backing. The surgeon reported 10% graft take. The pt's lot number is indicated as ee00124. It was the opinion of the treating surgeons that preexisting medical conditions had no association with the epicel treatment failure.